Event description:
The user facility reported that unit was slipping during a procedure. Pt suffered minor laceration.

Manufacturer narrative:
The device was returned. As received, the a1059 skull clamp was in good condition: the 80# torque knob was tested in specification, the locking knob had a good, positive lock and all other components were in good working order. The clamp was tested under pressure and, when properly positioned, adjusted and locked, a condition that would cause a slip could not be duplicated.